Event description:
During routine testing of the device at the service center, the field service tech reported the small fan near the printed circuit board assembly failed to operate. The roller pump was originally returned for repair of a display failure when the fan issue was found. Since the event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.